Event description:
On (B)(6) 2014, the reporter contacted animas and reported a blank display screen issue. It was noted when the reporter rebooted the pump, the display remained blank. The reporter stated when she tried replacing the batteries, the issue was not resolved. The reporter denied having any damage or moisture to the pump or the battery cap. The battery cap reportedly was replaced a few months ago. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the blank screen issue was duplicated when the pump was powered on. The keypad buttons were unable to be tested display due to the blank screen. The display screen was found to be cracked/damaged. A test screen was inserted and the pump powered on with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.